Manufacturer narrative:
Pump alarmed pump error 38 during the rewind sequence. Motor was locked in home position and unable to rewind or seat; problem isolated to the motor assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to motor anomaly. No pump error 43 or 130 noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they insulin pump had an error in a motor and pump error. The customer's blood glucose was 20 mmol/l. The insulin pump will be returned for the analysis.